Event description:
On (B)(6) 2013, a peritoneal dialysis (pd) called technical support (ts) requesting to speak with an on-call fresenius pd nurse because the pt's effluent is cloudy. The pt confirmed with ts attempts to contact her assigned clinic's on-call pd nurse were unsuccessful. The pt was contacted by the fresenius pd nurse on-call the night of the event. Pd nurse instructed the pt to go the ER. This complaint is currently under investigation.

Manufacturer narrative:
The event is currently being investigated. As additional information is received from the pt's pd nurse and post market clinical physician, a supplemental report will be submitted.